Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown/ this report is for an unknown synfix-lr polyetheretherketone integral cage/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: phan et al (2017) impact of elderly age on complications and clinical outcomes following anterior lumbar interbody fusion surgery. World neurosurgery, volume 105, pages 503-509. United states the aim of the study was to identify risk factors leading to complication following anterior lumbar interbody fusion (alif) surgery. This was a retrospective review of a study of 137 patients who underwent anterior lumbar interbody fusion (alif). Patient indications include degenerative disk disease without radiculopathy, degenerative disk disease with radiculopathy, spondylolisthesis, failed posterior fusion, and adjacent segment disease. All patients received synfix-lr polyetheretherketone integral cage device (depuy synthes, (B)(4)). Patients were divided into age-based groups as follows: group 1 (= 49 years old) included 45 patients (24 male and 21 female), group 2 (50-63 years old) included 46 (22 male and 24 female) and group 3 (= 64 years old) included 46 patients (19 male and 27 female). Criteria for established fusion was bridging trabecular formation across the intervertebral disk space with the absence of radiolucency spanning more than half of the implant. Subsidence was defined as = 2 mm mean loss of height. Delayed subsidence was defined as occurring after 6 weeks postoperatively. Preoperative and 1-year postoperative clinical outcomes were compared. The 137 patients received synfix-lr polyetheretherketone integral cage device (depuy synthes, (B)(4)). The following complications were observed: 1 patient died, 3 patients had wound infection, 1 patient had deep vein thrombosis, 2 patients had postoperative ileus, 3 patient had postoperative hematoma, 1 patient had vessel injury, 1 patient had pneumonia, 1 patient had wound dehiscence, 7 patients had pseudarthrosis, 14 patients had delayed subsidence, 24 patients has unsuccessful fusion, unknown patients had decrease in disc height at 6 weeks post-operatively this report is for an unknown synfix-lr polyetheretherketone integral cage device (depuy synthes, (B)(4)). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Literature article too large for attachment. Article file has been divided into two (2) documents. Attachment is 1 of 2. Second follow up report will contain 2 of 2. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).